Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous right superficial femoral artery. A 6.0mmx60mmx135cm sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 12 atmospheres. However, on the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured due to calcification. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).